Event description:
An event occurred involving an a1108 triad skull clamp. Initially, it was reported that the unit slipped and there was a laceration. The event was described as follows: a pt was rotated from supine to prone with the mayfield for a craniotomy at 70 lbs of pressure and the single side pin site slipped caused a 3 cm laceration. The laceration required suturing. The pt was repositioned and locked with the same frame. No further incident. Pins; integra mayfield (B)(4). Lot 1140013 - pins were disposed of. Pt is stable.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported info.